Event description:
On (B)(6) 2010, the pt underwent a knee acl reconstruction using an arthrocare driver, 25 mm, bilok 2. After the tibial screw was put into place in the pt, the physician tried to disengage the driver. When the physician disengaged the driver, the tip broke off into the screw and remains in the pt. There is no plan to re-operate to remove the piece and no adverse consequence to the pt was reported.

Manufacturer narrative:
The device is returning to arthrocare for investigation. Once the device investigation and lot history review are completed, a follow-up report will be provided.